Event description:
The right side weld on the arm base has allegedly broken off. No injury alleged.

Manufacturer narrative:
Quote 1625509 has been issued for an RMA. Model m71-ts serial number/date code (B)(4) is approximately 5 years 10 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.